Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Rv portion of this lead was capped. P/s remains active. The single coil lead shocks were not successful. The device was sensing vt/vf and delivered shocks, but the shocks failed to convert the patient from vt/vf. Should additional information become available, this file will be updated.